Event description:
The pt experienced problems with recharging and adjusting stimulation. Neither the pt programmer nor recharger could communicate with the ins; they were repositioned many times. The pt had not felt stimulation for two days. There was no known accident or incident related to the event. Per the physician, the pt experienced a lack of effect. The system was repositioned in 2009. The pt recovered without sequelae.